Event description:
A home pt contacted baxter's technical service center for assistance during dwell 1/7 of their automated peritoneal dialysis therapy. Reportedly, a solution bag became disconnected from the supply line of the homechoice set during therapy. Baxter's technical service center assisted the home pt in ending therapy early. Therapy was completed by setting up with new supplies. No pt injury or medical intervention was associated with this incident, per the home pt.